Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from patient (pt) regarding an implantable neurostimulator (ins) . The reason for call was patient stated that they controller was not working. Patient have an medtronic rep worked with it last week and today. Patient said they reset it. Patient said that when they went home all the number has been erased. Patient said that their group c was in adaptative stimulation changes numbers itself and working fine. Patient said they have group a and group b but all zeroes. Patient tried updating it but it went back to zero. Patient then mentioned that in the last few days the group c changed numbers on its own. Patient stated that their controller was saying they cannot find the device. Agent reviewed information but patient said that they know how the device works and their programming has been updated twice. Patient became escalated and even ask for s supervisor. Agent explained programming concerns and redirected to medtronic rep but patient said that their medtronic rep said they need a new controller. Patient confirmed issue started since (B)(6) 2025. A request was sent to repair to replace the controller. 2026-feb-25. E1 (rep): no new information.